Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch down cable was found to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were undamaged. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the pk dissecting forceps instrument cable was frayed. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.